Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) final investigation. The g2 and h6 "medical device problem code" fields were corrected based on information available at the time of the initial report submission. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, the biopsy channel had a leak during user handling and water invaded the subject device. This caused adhesion of moisture to the objective lens unit and the blurry image temporarily occurred. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: chapter 3 preparation and inspection. Before each case, prepare and inspect this instrument as instructed below. Inspect other equipment to be used with this instrument as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If this instrument malfunctions, do not use it. Return it to olympus for repair as described in section 5.3, ¿returning the endoscope for repair¿ on page 99. Warning. ¿ using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera gastrointestinal videoscope had abnormal noise causing blurring of the image. The reported issue occurred during preparation of use for a therapeutic endoscopic submucosal dissection (esd) procedure. The procedure was subsequently completed with a similar device with no delay. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was unable to be confirmed. During the device evaluation it was observed that objective lens was foggy/ dirty due to insufficient cleaning. It was also observed that the suction cylinder was dirty due to deterioration caused by chemical stress. It was observed that water tightness was lost due to damage on the channel tube. It was also observed that the up and down knob had discoloration due to chemical stress caused by handling. It was observed that the suction port and the channel port were worn. It was also observed that switches one and two did not work due to corrosion on the switch box caused by damage and water invasion. It was observed that the coating of the insertion section was peeling off. Lastly, it was observed that the forceps channel port was shaved due to physical stress caused by handling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.